Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented to the hospital for heart failure related symptoms and the patient discussed experiencing intermittent excessive coughing. It is was discussed the device was repositioned to the right side one month ago. Hematoma was mentioned as a possible reason for the device repositioning. The patient will continue to be monitored. No further information is available.